Event description:
The following was reported: revision (hmrs parts replacement). After 23 years, the poly is worn out. It is manifested by hyperextension of the knee joint and marked instability. The distal femur shows signs of wear, which shows up as metallosis in the knee joint. "Now after the revision surgery everything was fine again."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding wear (metallosis) involving a hmrs axle was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that no wear was observed on the surface. There is some damage on the rim in the form of a dent/scratch, but this is likely due to contact with explantation tooling. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged. Functional inspection: functional inspection was not performed because the device was returned damaged. Material analysis: there is no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the poly components and femoral component. Visual inspection of the returned device indicated that no wear was observed on the surface. There is some damage on the rim in the form of a dent/scratch, but this is likely due to contact with explantation tooling. There is no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: revision (hmrs parts replacement). After 23 years, the poly is worn out. It is manifested by hyperextension of the knee joint and marked instability. The distal femur shows signs of wear, which shows up as metallosis in the knee joint. "Now after the revision surgery everything was fine again."